Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, upn (B)(4), 510k# k113174 is approved for sale in the us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a revision surgery due to loosening of iliac screws. Where screws have been replaced and set screws and rod have been implanted at s2ai. Post-op, three months after this operation, the set screw on both side of s2 completed backed out from the screw head. Patient was ambulatory after the operation, but the patient became difficult to walk due to the malfunction of the product. Another, revision surgery has been performed to replaced the set screws.